Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter box and electromagnetic were not connected. There was no patient involvement. Additional troubleshooting was performed. A representative inspected the device. They reset connection of axim controller then found axiem controller & axiem box faulty

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: em intfce 9735825 s8 em instr intfce. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The controller was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.